Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and was placed on the in-house system and the blade failed to retract during initialization causing the instrument to fail self-test. In addition, the vse instrument was found to have the grip torsion spring loose/dislodged. As a result, the grips couldn't close fully during self-test, causing the blade to get exposed. A visual inspection showed that the blade was extended 4.5 mm outside of the blade garage. There was no bio debris found at the instrument tip. A review of system logs showed the vessel sealer extended failed 12 times during the homing on universal surgical manipulator 4 (usm4).

Event description:
It was reported that during da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had an exposed blade and could not be used further. The surgeon knew how to use the instrument as they were a regular user of the vse instruments and was well aware of the technical details. The procedure was completed with no patient injury or harm.